Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending. A 3.50 x 32mm synergy megatron drug-eluting stent was advanced and deployed. However, post-deployment, a non-flow limiting dissection at the proximal edge of the stent was observed. One more stent was deployed to cover the dissection, and the procedure was completed. No further complications were reported, and the patient status was stable.

Manufacturer narrative:
*Updated d4: lot number from unknown to 0034143753. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending. A 3.50 x 32mm synergy megatron drug-eluting stent was advanced and deployed. However, post-deployment, a non-flow limiting dissection at the proximal edge of the stent was observed. One more stent was deployed to cover the dissection, and the procedure was completed. No further complications were reported, and the patient status was stable.